Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer tubing had environmental stress cracking and was breached (non-electrical). It was noted that the defibrillation coil fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that during the routine change out of the device, the physician noticed "several insulation breaches" on the right ventricular (rv) lead. Additional information received indicated that the lead also had an apparent fracture. The lead was cut, capped, and replaced. No patient complications were reported as a result of this event.